Manufacturer narrative:
The prograsp forceps instrument was received and failure analysis found a broken main tube at the distal tip. Components adjacent to this broken main tube do not show damage. The instrument was found to have a detached fragment at the distal tip measuring approximately 4.30mm x 2.98mm that was not returned. The piece was not returned with the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. A review of the provided image was performed. The following additional information was provided: it appears that the proximal clevis has dislodged.

Event description:
It was reported that during a da vinci-assisted surgical procedure the wrist of the prograsp forceps instrument broke off. It was not possible to remove the instrument trough the trocar, so they removed it with the trocar. Some fragments fell off inside the patient and had to be removed. They removed the fragments and reinstalled a new instrument and the surgery proceeded. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the last use of the reported prograsp forceps instrument was on (B)(6) 2024 for a benign hysterectomy with dr. (B)(6). Dissecting and cutting tissue for hysterectomy was being performed when the device fragment fell inside the patient. Small metal fragments were found inside the patient. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The fragments were retrieved completely, removed with instruments. All fragments were retrieved and confirmed visually. There was no additional surgical procedure required to remove the fragment. The incision site did not need to be increased for the instrument and trocar to be removed together. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The surgery was completed robotically after changing the instrument. A new back-up prograsp forceps instrument was used to complete the procedure. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The fragments were not sent back with the instruments, there were only few fragments and all were removed.